Event description:
Alleged the hi/low function moved up unintentionally when the bed was plugged in and functions are only working from one siderail.

Manufacturer narrative:
Repairs have not been completed.